Event description:
The pt received her scs system on (B)(6) 2011, including two percutaneous leads (from the same lot). Both leads were explanted on (B)(6) 2011. No further info is available at this time.

Manufacturer narrative:
Eval: results - both leads were received incomplete. The leads were subjected to a visual inspection and electrical testing. Both leads had been cut and were missing the distal ends. One of the leads had an intermittent electrical open circuit on contact #7, which most likely occurred during the explant procedure. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.